Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that that patient presented to clinic and a suspected short to shield. On (B)(6) 2018, pump off alarms occurred while on ac power (power module). The patient was asymptomatic. Technical service reviewed the log file submitted which contained pump stoppages on (B)(6) 2018 while connected to the power module. X-ray images showed a couple areas of concern; one was internal right inside the exit site and the other was external at the bend relief. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. On 26feb2018, it was reported that the patient presented to the emergency department due to a mechanical fall. System controller history interrogation revealed a pump off alarm on (B)(6) 2018 when utilizing a grounded power module patient cable. The patient was given an unground power module patient cable. Technical service reviewed the log file submitted which contained a pump stoppage on (B)(6) 2018. Since this pump stoppage, it was reported the patient has been using an unground power module patient cable and there have been no further pump stoppages reported. No additional information was provided.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline (dl) did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed and approximately 17 inches of the external portion/distal end of the driveline was returned. Additionally, rescue tape was observed adjacent to, 2.5 inches and 10 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed 2.5 inches and 9.5 inches from the metal connector. Shield breakdown was observed 2.5 inches and 9.5 inches from the metal connector; however, the shielding was removed and examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: on (B)(6) 2018, it was reported that the patient was given an ungrounded power module patient cable due to ongoing concern. Log file analysis completed by the manufacturer¿s technical services representative revealed no additional events.